Event description:
Patient called lvad office (B)(6) 2019 complaining of chest discomfort and lvad alarm when connected to grounded power cord that goes away while on batteries. Patient admitted (B)(6). Inspection of lvad equipment shows kink to driveline. Log files sent to thoratec engineers with results showing short to shield, with a pump stop and several speed drops on (B)(6) 2018. On (B)(6), patient connected herself to batteries permanently with no other alarms noted. Driveline repaired on 01/10/2019 by thoratec engineers. No further issues noted.